Event description:
It was reported that the pump reset unexpectedly. Reportedly, the cartridge was reloaded and insulin delivery was resumed. Customer resumed insulin delivery successfully. Customer's blood glucose ranged from 288-289 mg/dl.

Manufacturer narrative:
Device not returned.